Event description:
It was reported that the pump issued recurring occlusion alerts while the user was on a contact detach infusion set; initial tubing fill cleared the first alert, but the alarm recurred and was only resolved after a full supply change, consistent with obstruction of flow. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of flow, potentially related to a deformation problem and traced to a component failure. It was concluded, based on previously established findings for similar reports, that the cause was device-related occlusion resolved by replacing infusion supplies.